Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp)regarding a patient who was implanted with a neuro stimulator. It was reported that it was hurting where the implant was. The patient went to the doctor's office, but wasn't able to consult with the doctor. They were able to see their nurse practitioner, who stated that "it was a sensitive nerve". The patient had a bruise where the implanted neurostimulator (ins) was implanted since the surgery, but, at the time of the report, they had a blister there. The next day, the hcp reported that the cause of the blistering at the implant site was the device migrated to the surface and the patient had thin skin. It was noted that there were no signs or symptoms of infection. The hcp was trying to get a replacement of the ins scheduled and was awaiting a call from a manufacturer representative (rep). There were no further complications reported or anticipated.